Manufacturer narrative:
Complaint # (B)(4) received march 17, 2026. No patient involvement.

Event description:
The customer reported that they found black discoloration on the cpu board and a blown fuse.